Event description:
It was reported that the tip of the device was found to be broken off during service conduced at the manufacturer facility. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the tip of the device was broken off was confirmed through the visual inspection. Any physical impact to the pointer can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device was found to be broken off during service conduced at the manufacturer facility. No adverse consequences or procedural delays were reported with this event.